Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event which led to high blood glucose level. The patient went to the emergency room on (B)(6) 2025 for high blood glucose level and ketone. The patient's highest blood glucose level was 400 mg/dl. Patients were hospitalized for less than 24 hours. During hospitalization, the patient received bolus pump and syringe as corrective treatment which resolved the issue. The patient was feeling sick/unwell, nausea and vomiting at the time of event. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6000182, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 02-sep-2025 against "final reporting decision equal "reportable malfunction", "lot number" criteria equal 6000182. The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6000182 was manufactured according to the work instruction (wi) version 26 and manufactured in the multivac 12 on 08-mar-2023, with a total of (B)(4) units. The assembly of the lot 3c01703 was manufactured according to the wi version 65 and manufactured in the assembly of quickset, on 08-mar-2023, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 3c01878 was manufactured according to the wi version 34 and manufactured in the machine 08, on 07-mar-2023, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 3c01879 was manufactured according to the wi version 38 and manufactured in the machine 08, on 08-mar-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.